Event description:
Additional information was received indicating that the patient underwent generator repositioning on (B)(6) 2014. No additional relevant information has been received to date.

Event description:
It was reported that the patient is having "a great deal" of pain at the generator site. The patient has a hard time lifting her left arm due to the pain which is reported to be constant and not associated with device stimulation. It was reported that surgery is being considered to either reposition the device or implant a smaller generator model. Clinic notes dated (B)(6) 2014 made no mention of pain at the generator site or plans for surgery. Attempts to obtain additional relevant information have been unsuccessful to date. No surgical intervention has been performed to date.